Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "incorrect operation". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the catheter tray labeling is found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the unknown sure step lubricath tray was missing the 10ml water syringe. This was noted during an training session via the bd sales/ clinical specialist team and the facility. No medical intervention was reported.